Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, exposed to moisture and belt clip/holster anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880l, acc-1601. Troubleshooting was performed and display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for acc-1601.

Manufacturer narrative:
Pump booted up properly once installing aa battery. No blank display was noted. The pump passed the displacement test, active current test and self test. The pump failed, the sleep current test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump alarmed a low battery alert on the event date of (B)(6) 2024, 05:23:00.000 and 15:41:00.000. Pump alarmed a replace battery now alarm on the event date of (B)(6) 2024, at 15:25:00.000. Pump alarmed a replace battery alert on the event date of (B)(6) 2024, at 14:54:01.000. The low battery alerts, replace battery alerts and replace battery now alarms were unexpected. Pump alarmed 13 failed, battery test alarms on the event date of (B)(6) 2024 at 15:26:12.000 to 15:43:19.000 and the failed, battery test alarms were expected. Pump was cut open to perform visual inspection. And found moisture damage on the electronic assembly, motor and force senor. The following were also noted, during visual inspection: scratched case, cracked keypad overlay and pillowing keypad overlay. Blank display was not confirmed, during testing. Exposed to moisture was confirmed, found on the electronic assembly, motor and force sensor. High sleep current measurement was confirmed, during testing, due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.